Event description:
After 3.5 years of implant, the device was explanted because of suspicion of delaminating pacing hybrid. This device was on the suspect list established by angeion for this failure mode.